Event description:
Event description guidant received information that during the implant procedure, this coronary sinus catheter injured a lateral vein. The physician continued the procedure, as the blood had disappeared and the patient was stable. This coronary sinus implantable lead was then advanced through the catheter and dissected a lateral vein and stuck through the lead membrane. The lead remains in this position. There were no adverse patient affects noted during the procedure.